Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and five months post filter deployment, computed tomography (CT) revealed that there was a fractured limb of the filter just superior to the filter. Four years and five months later, the patient presented with another computed tomography (CT) revealed that the filter within the inferior vena cava with the superior tip located below the level of the right renal vein. Several tines extend outside of the wall of the inferior vena cava with one tine extended 8 mm beyond the medial wall of the vena cava, this extends anterior to the abdominal aorta without evidence for abdominal aortic injury. There was a fractured tine that was rotated superiorly and extends 5 mm beyond of the wall of the inferior vena cava without evidence for perforation of adjacent structures, though evaluation was limited without contrast. There was an additional fractured tine that was rotated laterally and extends 5 mm beyond the wall of the inferior vena cava medially. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, in conjunction with trauma situation/motor vehicle accident and due to prevention of deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and retained in body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and due to prevention of dvt/pe. At some time post filter deployment, it was alleged that the filter struts detached and retained in body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.